Event description:
A malfunction was reported on the pump by the customer. There was no reported impact to the customer's blood glucose level as the caller declined to answer whether it exceeded 500 mg/dl. Technical support provided assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any further malfunctions occur, which the customer acknowledged and understood.